Event description:
The customer reported when oxygen is disconnected form the unit the patient data displays all dashes and quits delivering breaths. The manufacturers product support engineer advised the customer replace the crossover solenoid to correct the problem. Further attempts to get repair information from the customer have yielded no response. The customer reported no patient involvement.

Manufacturer narrative:
Mfgr service not requested. Eval, results: crossover solenoid. Attempts to get repair information from customer have yielded no response.